Event description:
It was originally reported that the handle was broken. Upon receipt and preliminary evaluation, device was found to have wire in the tip, which causes straight shots. Now an MDR reportable malfunction.

Manufacturer narrative:
Complaint confirmed for straight shots due to a small piece of wire being lodged in the tip. This occurs when the user deploys more than the recommended number of constructs as specified in the instructions for use for this device.